Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels greater than 600 (mg/dl) over the last few weeks. Customer administered an insulin injection and/or correction bolus to treat bg levels. Customer indicated that they were currently doing okay. Recommendation was made to consult with health care provider to discuss diabetes management.